Event description:
Patient had total knee replacement surgery on (B)(6) 2016. A medium hemovac drain lot #ngap3001 was placed at that time. The next day the drain was removed by the nurse with "no resistance" and "appearance intact." On (B)(6), an x-ray revealed that a portion of the drain was left inside the patient's knee. This is the fourth case we have experienced. All total knee replacements, four different nurses removing and two different surgeons. It does not appear to be a problem for other surgeries, only total knee replacements, perhaps due to the more acute angle of the joint.